Event description:
The fixator was applied for a high tibial osteotomy. Approx 4 months post application, it was noted that the set screw of the "c/d" mechanism was loose and all previous distraction was lost. A new "c/d" mechanism was substituted. Several weeks later it was noted that this set screw was loose and all distraction was again lost.